Manufacturer narrative:
Initial and final report. The unit in question was returned for evaluation. The sample was returned with the IFU and the part/lot number was found to match the original complaint description. An occlusion/leak was found on the soft headset o2 side of the h connector.

Event description:
Initial and final report. Customer reports the oxygen tubing leaked which appeared to cause a patient's o2 saturation to drop (value not supplied). The patient responded to supplemental o2 by the nurse anesthetist. The cannula was changed and the procedure was completed without further incident. Patient was discharged to home after an uneventful recovery. There was no injury reported.